Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with the ok keypad button symbol worn off, which has no effect on insulin delivery function. Investigation revealed evidence of contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.